Event description:
Inferior vena cava (ivc) filter sheath placed in left femoral vein. Upon insertion of ivc filter deliver system under fluoroscopy, the device was seen to have gone through the sheath wall. Entire system removed un-deployed. New device successfully deployed. Faulty device saved, bagged, and the product representative notified. Left groin stable, no hematoma, patient to recovery in stable condition. Manufacturer response for ivc filter, celect cv filter (per site reporter). Unknown.